Manufacturer narrative:
An event regarding revision surgery due to instability involving an unknown femoral component was reported. The event was confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who confirmed the cracked insert and subluxation of femoral component with provided undated x-rays. He deemed the information insufficient and rejected it for a medical review. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. The provided medical information was submitted to a consulting clinician who confirmed the cracked insert and subluxation of femoral component with provided undated x-rays but deemed the information insufficient and rejected it for a medical review. Further information such as return of the device, dated x-rays, operative reports, patient history, clinical notes and examination of explanted components are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned to the manufacturer.

Event description:
A revision procedure was undertaken due to patient complaining of severe pain. Upon removal of the tibial insert there was noticeable wear on the lateral side, as well as a crack in the implant. As per consulting clinician on (B)(6) 2016: the femoral component was noted as subluxing as per undated x-ray.